Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 cocr lfit head 36mm/+10; cat#6260-9-336; lot#21164904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Surgeon removed a 36mm liner and a 36+5 lfit v40 head and replaced the liner and put a new universal biolox head in. Patient had complained of pain. Update 07 february 2018: patient had elevated ion levels.

Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. Based on the provided information the product reported in this investigation did not contribute to the event. The liner is a non metal component so therefore did not contribute to increased ion levels. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon removed a 36mm liner and a 36+5 lfit v40 head and replaced the liner and put a new universal biolox head in. Patient had complained of pain. Update (B)(6) 2018: patient had elevated ion levels.